Manufacturer narrative:
It was confirmed that in the serology testing, both igg and igm antibodies were detected in two independent tests, one from the sample taken at the time of donation and the second sample taken after 14 days. In a review of the provided data, it was confirmed that the reactive sample produced weak pcr-curves with a late cycle threshold (CT) value. The non-reactive results can either be attributed to a very low viral load, near or below the test's limit of detection (lod) or non-specific amplification event. This is indicated by the weak pcr growth curves. It is possible for a low viral load sample to be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate and therefore the results will vary between reactive and non-reactive. The investigation determined that the provided data did not reveal or indicate any hardware issue or a product issue. This is further supported by the valid rmc positive and negative controls. The rmc positive and negative controls exhibited robust amplification curves for the internal control (ic), and wnv, indicating the proper functioning of pcr and sample preparation processes.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas® wnv - 192 assay result for one patient sample tested on a cobas 6800. The initial result was reactive. The repeat results were non-reactive both times.